Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, the helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined if this contributed to the inability of the helix to function correctly at the implant attempt; full lead analyzed. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported that the lead (6947) screw would not deploy. Lead (5076) was unable to advance through the patient's small anatomy and had positioning difficulty. The leads were replaced. No patient complications have been reported as a result of this event.